Manufacturer narrative:
Event site postal code and state - (B)(6). A getinge field service engineer evaluated compressor output test pass. All manifold test pass safety disk cycle. Recommended to replace sensor. Replace temperature sensor tested according to check list unit ready to use. Replace safety disk as it due for replacement reset cycle count run on balloon for 30min with no error. Unit ready to use.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
It was reported that while idling , the cardiosave intra-aortic balloon pump (iabp) unit' system over temp. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.